Event description:
It was reported that the right atrial lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).